Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness, nausea, chest congestion and burning eyes related to a CPAP device's sound abatement foam. The patient did receive medical intervention and being prescribed steroids. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. The device was returned to the manufacturer's service center for further evaluation. The external and internal aspect of the device was evaluated and no contamination was observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and one error was observed. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation observed and the unit was scrapped. Section d8, d9, h2, h3 and h6 was updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused dizziness, nausea, chest congestion and burning eyes. The patient did receive medical intervention and being prescribed steroids. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.